Event description:
The user facility reported that a portion of the guiding sheath was noted to appear damaged during preparation prior to a use. Communication with the user facility confirmed the following: the sheath was removed from the packaging, and dipped into a bowl of heparinized saline; at that time, the tech noted that the outer layer of the sheath appeared to be thinner than normal, to be separating from the coil wire and to be "kinked with braiding exposed"; and therefore, the device was not used on the patient.

Manufacturer narrative:
(B)(4). There is no code available for the reported thinning & partial separation of the outer layer of the sheath prior to use. Results - thinning & partial separation of the outer layer of the sheath was confirmed by evaluation of the returned sample, but the cause is not able to be determined; result is based upon testing of reserve samples. Conclusion is based upon evaluation of returned sample & user facility information; conclusions are based upon testing of reserve samples. The involved device was returned and evaluated. Examination confirmed several areas along the distal portion of the sheath where the outer plastic layer has begun separating and exposing the metal coil wire of the device. It was also noted that there were 3 bends (two slight and one more severe) along the distal portion of the sheath. Thorough visual examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects. In addition, physical testing of these samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. The cause of the reported damage to the sheath cannot be definitively determined based upon the available information. These devices are 100% inspected at multiple stations during manufacturing & final packaging, which makes the potential that the product could have been packaged and shipped in this condition extremely remote. The device labeling does address the potential for such an event in the instructions-for-use, which states: "this device is for single use only. Do not re-sterilize or re-use" and "do not heat or bend the sheath tip. Damage to the sheath may result." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).